Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had degree of recovery. Flows sometimes dipped to less than 2.5 liters per minute (lpm) because of this. Controller was exchanged to 2.0 lpm software. Couldn't use the low flow alarm threshold as it was not working. The app crashed every time the bluetooth adapter was connected from the list. A new 2.0 lpm system controller was used from the shelf.